Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer changed supplies to address one of the occlusion alarms and resumed insulin. Customer cleared the other occlusion alarms and resumed insulin. Customer¿s blood glucose level was 217 mg/dl.